Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds at three different positions. It was also reported that following this the rv lead exhibited unstable thresholds and no capture in different locations. It was noted that the patient experienced arrhythmia, asystole and inappropriate therapy. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.